Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that dislodgement was noted on the right ventricular (rv) lead. The physician elected to explant the rv lead. The patient condition was unknown.

Event description:
New information received notes that it was suspected that diagnostic imaging was performed to confirm the dislodgement and that there were no patient consequences.

Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.